Event description:
Patient to cancer center to have chemotherapy pump discontinued. Chemotherapy pump states, "no disposable, pump won't run" with two short beeps associated with warning. Patient saw this and turned pump off. A 7.3 cc remained. Nurse disconnected pump cassette and able to prime remainder of chemotherapy without incident. Pump sent to infusystem for maintenance. Chemotherapy drug was flouracil (5fu).